Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturers reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) who underwent primary breast augmentation with an unknown mentor silicone breast implant experienced bilateral capsular contracture, unknown grade, and chest injury post procedure. The patient reported that a little while after having it done, she was showing rippling and swollenness. She can feel tugging. You can feel a plastic under her boob and to the side. She has pain and swelling and painful to the touch. She can't lay on her side because it hurts her chest. She must wear a comfort bra to sleep so her breast doesnt fall to the sides. The pain would happen before and after her menstrual and it's getting more persistent. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.